Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported product problem (failure to power on) was verified during testing. The power on the device was found to be intermittent. A damaged line cord was causing this problem. The damage was attributed to the customer. A user interface problem was therefore established as the root cause of the product problem. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system failed to power on. No patient injury or complications were reported in relation to this event.